Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. Testing found that the x-ray battery status indicator would immediately drop to 0 bars displayed upon removal of umbilical power. This would occur after the system had not been used and was charging for a prolonged period of time. The x-ray batteries were replaced, thus resolving the issue. The batteries were not returned to the manufacturer for analysis because they were discarded. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the umbilical cable was disconnected, the x-ray battery indicator dropped very low. There was no patient present when this issue was observed.